Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt had "a catheter leak for the last 4 months". The hcp had suggested doing a catheter dye study; the pt was anxious about the potential risks of the procedure. It was unk how the leak was diagnosed. The pt was home in fair condition at the time of the report; planned to contact the hcp for additional information.